Event description:
A malfunction alarm was reported, displaying a malfunction code, which was not resettable. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.